Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. A foreign material of white brush type came out of the nozzle. It was concluded that the material did not originate from olympus endoscope and were not able to identify it. The nozzle was not reported having been deformed or broken. Olympus trained the user for reprocessing practice in accordance with the instructions for use. Though, it was not reported there was issue with the original training method or deviation from instructions for use in the reprocessing practices. Olympus will continue to monitor field performance for this device.

Event description:
The olympus processing engineer reported (on behalf of the customer) that the control head was stiff on the evis lucera elite colonovideoscope. The issue was found during routine maintenance, and there was no procedural impact or patient harm associated with the event. The device was returned and evaluated, and there was foreign material found to be exiting the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material having been found to exit the nozzle, the distal end adhesive was found to be lifting, the colored ring was worn on the air/water housing, the switch head was damaged, the light guide tube had minor delamination, the angle was strained, the up/down angle had play, and there was failure with the device water flow and water removal. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.